Event description:
The hcp reported that the pump was explanted after an implant duration of 80 months due to a device recall. No pt symptoms were reported. The pt was receiving morphine via the pump. The device was replaced with a similar device. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.